Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1. Smartphone operating system: up1a.231005.007.g991usqucgxga. Smartphone hardware: sm-g991u. Cgm sensor type: g6.

Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while applying a pod. In addition the patient reports the pods adhesive had separated from the pod infusion site, causing the cannula to become dislodged. As treatment, the patient applied a new pod.

Manufacturer narrative:
The returned device was evaluated and the pod was received not deployed. Inspection of the pod found no damages or manufacturing deficiencies that would result in the soft cannula becoming dislodged from the infusion site. The soft cannula was unable to become dislodged from the infusion site, as the pod was received with the soft cannula not deployed. The device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined. The download data from the pod showed that an 0xd3 alarm had been generated during fill, indicating a qn3000 i2c illegal address. Inspection of the pod found no damages or manufacturing deficiencies that would result in a hazard alarm. The exact cause of the 0xd3 alarm could not be determined.